Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated troponin (accutni) result within the risk stratification range generated by unicel dxc 600i access 2 immunoassay system for one patient. The result was reported out of the laboratory. Subsequent testing produced lower results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The results were obtained from a fresh sample collected in a 13 x 100 mm lithium heparin tube. The sample was stored at room temperature and was centrifuged at 3000 rpm for 15 minutes at 20 degrees c. The repeat results were obtained from a re-centrifuged aliquot. The customer's policy is to rerun all samples with elevated troponin results. Qc was within the established ranges. A system check performed on (B)(6) 2011 met all the specifications. A bci applications specialist was on site on (B)(4) 2011. A high sensitivity system check was performed and met all the specifications. The applications specialist also ran 10 reps of high level qc on an unmixed reagent pack and the results met the specifications. This indicated the instrument ultrasonics were functioning appropriately. A definitive root cause for this event has not been determined.